Manufacturer narrative:
This is the same event as 3010536692-2016-00452.

Event description:
Allegedly the mode of failure was metallosis. The patient had developed a pseudo tumour. Samples were sent for microbiology testing. Infection was ruled out during the procedure. The shell was not revised. The hip was otherwise revised with an exeter stem and a procotyl l poly liner.